Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery with heavy calcification. The hi-torque balance middleweight hydro 014 guidewire was being removed when resistances was met and the tip of the guidewire was unraveled; however, remained in the wire. The device was removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.